Manufacturer narrative:
The report of stiffening along the pump cable was confirmed through photographs that were provided by the user facility depicting the pump cable holding a slight bend proximal to the in-line connector bend relief; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. The device remains in use supporting the patient and was not available for evaluation. No additional issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 18 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after approximately 18 days of support, the driveline was becoming stiff. The stiffness was approximately 3 cm in length along the driveline pump cable, and approximately 10 cm from the driveline exit site. The driveline modular cable did not show any signs of stiffening. It was reported that there was no discoloration and no cuts, tears or other evidence of wear or damage to the pump cable. There was no fluid under the inline connector bend relief. There were no sutures tied to the pump cable. Octenisept without alcohol was used to clean the exit site and regularly clean the driveline. Fixomull® stretch dressings have been used. The patient was asymptomatic and has no pain at the driveline exit site. There was no report that the driveline stiffness had any effect on pump function. No additional information was provided.